Event description:
The device read 401mg/dl when the customer used it to check their blood glucose. Pt repeated the test and received a reading of 200mg/dl. They then took insulin and had hypoglycemia. They were taken to the hosp and treated. Controls were not used on the system. The device was relaced and requested to be returned for eval.